Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported by the patient that an alert was triggered and after following up with the physician, the physician noted the wire was fractured and turned the alert off. Follow-up with the physician's office clarified that the right atrial lead was possibly fractured. The pacing impedance was high - which triggered the alert - and noise was noted on the lead. The physician elected to not replace the lead at this time and it remains in use. No patient complications have been reported as a result of this event.